Event description:
The reporter was told by the nurse that patient informed them that device was turned off, not working and hasn't worked for a long time. Reporter did not know where his remote control was either. Reporter was going to discuss further with nurse on next steps. There were no medical symptoms reported. Reporter called back this afternoon asking for assistance on how to use the patient programmer to check the implant and verify it was turned off. Technical services walked caller through syncing patient programmer to implantable neurostimulator (ins) and verified that the ins was off. They are going to proceed with the MRI today unrelated to device /therapy. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.